Event description:
It was reported that "the hcp failed to fire the skin stapler (stapler not firing) prior to use on patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. The stapler was returned with 34 staples remaining in the cover block, indicating at least 1 staple was fired by the customer. Upon full engagement of the trigger, no staples released after multiple attempts. The stapler appeared jammed based on the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Functional inspection was attempted again after reassembling the stapler, and the first 5 fires did not release any staples. The trigger was engaged again, and the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot numbers are 73d2401061 and 73f2401054. Per DHR the product visistat 35r 6/box lot#: 73d2401061 was manufactured on 04/24/2024 a total of (B)(4) pieces. Lot was released on 05/08/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot#: 73f2401054 was manufactured on 06/26/2024 a total of (B)(4) pieces. Lot was released on 07/10/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler (stapler not firing) prior to use on patient". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.